Event description:
It was reported by a non-medical professional that in 2006, the patient underwent an interbody fusion procedure using interbody devices manufactured by medtronic. Immediately post-procedure, the patient reportedly experienced a numb and paralyzed right leg, which was not present pre-operatively. On six days later, MRI reportedly showed that one or more of the interbody fusion devices had been improperly placed, and were impinging on the spinal canal and neural foramina. On the following month, the patient fell, striking his head and suffering apparent cognitive dysfunction for some period of time thereafter.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.